Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved reviewing the event history log (ehl) and checking the real time clock (rtc) battery. The reported issue was duplicated. The investigation determined an issue with the rtc was the cause. The main board was replaced. The downstream occlusion sensor was also replaced due to air bubbles on the seal. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
G3: canada. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was exhibiting an issue with keeping time correctly when powered off. Per reporter the customer left the pump powered on for a prolonged period of time to charge the internal battery, but the clock kept running behind. The issue was reported to have occurred during use with a patient, but there were no adverse effects.